Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that insulin was delivered slowly during bolus delivery. Customer's blood glucose level was 350 mg/dl. Reportedly, the customer used off label insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy. The customer declined further troubleshooting with tandem technical support.